Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the patient experienced infection at implant site which was treated with oral antibiotics on 3 occasions over the duration of 4-6 weeks. The issue could not be resolved, subsequently the device was explanted on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 31, 2020. (B)(4).